Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had low blood glucose level of 19 mg/dl. Customer stated that the ring of the insulin pump had coming off. Customer state that the blood glucose level fast from 330 to 19 mg/dl. Customer stated that the insulin pump was over delivering and under delivering. It was unknown whether customer was using auto mode or not. Customer declined troubleshooting. The insulin pump will be and reservoir will not be returned for analysis.